Event description:
Patient reports problems for the last few infusions with low flow through tubing. Went through troubleshooting. Pt has been self-infusing for years. Still using pump from previous specialty pharmacy but no obvious noises or problems. Pt has enough tubing for one more infusion before new shipment arrives. Advised to try the new freedom pump from cvs to see if that works. Advised to call back if not to walk her through completing infusion manually. Product lot number and expiration date of tubing is unknown. Unknown if available for return. No adverse events or missed doses reported due to defective product. No further information provided. Device code: 2182. Patient code: 4582. Reference report: mw5175948.